Manufacturer narrative:
Investigation on the reagent kit lot did not identify any product issue. Review of the run data showed the internal control for the alleged run has robust amplification. The late CT and weak amplification for the run are consistent with a low titer samples. The cause of the discrepant results is likely that the sample has a titer near the limit of detection (lod) for the liat test. Results for samples with viral titers near the lod of the test can be expected to waiver between positive and negative. As the sample was recollected and tested on a different platform, sample variability and method sensitivities may also have contributed to the discrepant results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of sars-cov-2 discrepant results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to other test result. Patient had 2 samples taken at the same time, first sample tested on cobas liat system (sn (B)(4)) generated a sars-cov-2 positive result. Second sample tested on other platform (unknown), generated negative results for all targets. The result was initially reported as positive and then later changed to indeterminate. No harm is alleged. The samples were nasopharyngeal swabs collected with either utm or eswab kits. The product¿s method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was performed.